Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer had high blood glucose level. Customer's blood glucose level at the time of incident was 587 mg/dl. Customer treated high blood glucose level with manual injection or insulin pen. Customer had been using the insulin pump system within 48 hours of reported event. Customer was assisted with troubleshooting. The insulin pump not be returned for analysis.